Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported bent cannula, hospitalization, and/or diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that patient had endured elevated blood glucose levels while wearing the pod, resulting from a bent cannula. Subsequently, patient received a diagnosis of diabetic ketoacidosis and was admitted to the pediatric intensive care unit. Treatment included administration of insulin via intravenous delivery. It should be noted that this event took place in 2013, however, no specific date could be obtained. No further information is available.